Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and nothing of any significance was noted in terms of physical damage. Functional testing was also performed and no issues were detected. The neptune was shut down and restarted multiple times in an attempt to recreate the reported condition of "power up issues." Each time the unit successfully navigated through all of the p.o.s.t. (Power-on self-test). Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the concha neptune has power up issues. No patient injury reported.

Event description:
The customer alleges that the concha neptune has power up issues. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record investigation did not show issues related to complaint. The device was manufactured on 11/19/2008. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend of similar complaints.